Event description:
It was reported that the patient had experienced syncope. The patient received inappropriate atp due to svt resulting in rate acceleration and a high voltage shock. The first shock did not convert the rhythm and the second shock was aborted with an error message. The patient required rescuing and was resusisitated. Upon explant, externalized conductors were observed. The patient recovered after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead measuring 10.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.